Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During evaluation, the reported problem of 'error 345' was reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. The reported condition was verified. The cause of the condition was determined to be downstream thermistor reading out of range. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.